Event description:
It was reported that on (B)(6) 2023 the patient woke up with a normal neurological state and took a bath, last known well 06:00. The patient then developed aphasia, right sided weakness, and left gaze preference with national institutes of health stroke scale of 19. A head/neck computerized tomography (CT) with and without contrast found no intracranial hemorrhage and complete occlusion of the left m1 middle cerebral artery with likely extensions into proximal branches. The patient was emergently brought to neuro-ir where left m1 occlusion was confirmed. The patient underwent thrombectomy that achieved tici 3 reperfusion. On (B)(6) 2023 the patient was found to be in ventricular tachycardia with dop in blood pressure, pulsatility index, and vad flow. The patient was given amio/lido boluses. On (B)(6) 2023 the patient noted ventricular tachycardia post operatively was resolved and to continue electrolyte supplementation and amio for prevention of arrhythmias.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported stroke and ventricular tachycardia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists neurologic dysfunction, thromboembolism, and cardiac arrhythmias as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.